Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was moderately calcified and moderately tortuous lesion in an unspecified coronary artery. On the first inflation, the 2.5 x 12 maverick2 monorail balloon was inflated for 5 seconds at 10 atmospheres and 5 seconds at 12 atmospheres on the second inflation. The balloon was inflated for 2 seconds at 14 atmospheres on the third inflation and ruptured. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as "no problem" with no complications reported.